Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted and was within target level when tandem customer technical support (cts) was contacted. As the occlusion alarms had occurred in the past, cts was unable to perform a system check to determine a possible cause of the occlusions.